Event description:
Electron dose may be incorrect when beams traverse the corners of the data set boundaries. The error occurs in regions outside the circle of reconstruction for CT scanners, making the problem unlikely in most clinical situations. However, if pt data exists in the corners of the image, dose can be inaccurate in these regions.